Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the rio arm vibrated when burring the femur. The case was successfully completed after restarting the rio arm software. There was no patient harm.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Reported event: an event regarding arm vibration, involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 059 found quality inspection procedures successfully passed. Complaint history: the complaint databases were reviewed from 2011 to present for similar reported events regarding arm vibration during reaming/impaction. There were only 6 other reported events ( (B)(4)). Conclusion: the log data from the case was reviewed. An analysis of bone registration, crisis logs, and service records was completed. Based on this analysis, no significant evidence of arm vibration was found in the software or robot logs. No software malfunction is suspected. Service records show that tension cables for j1 and j5 were adjusted to green passing ranges.

Event description:
The surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the rio arm vibrated when burring the femur. The case was successfully completed after restarting the rio arm software. There was no patient harm.